Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
The device was explanted approximately three years later for normal battery depletion. There have been no further issues reported regarding this device since the original event occurred. The device was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device triggered a remote monitoring alert due to being in monitor only mode. A boston scientific field representative reported the device's tachycardia therapy had been programmed off when the patient was treated clinically with an external cardioversion for an arrhythmia, and the tachycardia therapies were inadvertently not reprogrammed on. Following the alert, the patient was seen clinically and tachycardia therapies were reprogrammed on. There were no adverse patient effects reported.